Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken battery door. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the battery drawer of the external pulse generator (epg) was broken. It was also found that the upper case was dented, the output connector assembly was broken, the display wires were pinched with compromise to the insulation, and the output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.